Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 2.55 inr. Caller held his coumadin dose until the lab result was returned. No adverse event reported. Requested return of suspect system and replacement was sent.